Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported hf sensor exhibited inaccurate measurements which were not correlating with the clinical symptoms. As a result, the sensor was calibrated via echocardiogram and increased by 32mmhg which resolved the issue. Accurate readings were observed on under the manufacturer's patient care network database.